Event description:
A patient reported they have a history of periodontal disease and their dds recommended they cease treatment due to the contraindication.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.